Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring. Additionally, there as an o-ring missing from the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.